Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received while plugged into the power adapter. Customer plugged usb cable into another power source and battery was charged. Customer's blood glucose was 264 mg/dl.